Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a prostyle suture was successfully harvested. The system was blocked from being removed. Device damage was noted. The device was removed surgically. The tavi procedure was completed and surgical suturing was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a prostyle suture was successfully harvested. The system was blocked from being removed. Device damage was noted. The device was removed surgically. The tavi procedure was completed and surgical suturing was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: it was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. After suture deployment, the footplate was observed to be partially stuck in the artery. A portion of the footplate was outside the artery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It appears a foot was up in the access site and caught tissue during closing of the foot or there was a break in the guide that caused the entrapment, or the foot became dislodged from the guide. Without the device these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from ni to no.